Event description:
It was reported that the pump exhibited an alarm and did not display the text. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a software issue. As a result, the software was updated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.